Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured but sections are still bonded to the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, resulting in the "reposition jaws and reactive" message to display on the generator. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the message screen to display.

Event description:
It was reported that during a total lap hysterectomy procedure the surgeon used the device to dissect the plane on the right hand side of uterus, so as the uterine artery and ligament. When he was dissecting the uterine artery, the coagulation was not well, and bleeding occurred. He used the device to coagulate the patient side, so as the uterus side. It worked fine of patient side, when he tried to coagulate the uterus side, the tissue was a bit thick. And after the coagulation, he removed the instrument and the tissue was sticking and the jaw was pulling off. We observed it happen under laparoscopic tv and changed another instrument immediately. No extra bleeding observed. There were no patient consequences.